Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog # 5440130, 510k # k102555 and upi: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5-s1 and fixation at l4-iliac. The sizes of set screws that were used at iliac during the initial surgery were: diameter 6.5mm x 55mm long at the right; and diameter 7.5mm x 55mm long at the left. Cobalt-chromium rod of diameter 5.5 mm was used. On an unknown date, post-op, the patient presented with back pain and there was non-fusion for tlif at l5-s1. Hence, a revision surgery was performed. In this surgery, set screw at the right side of iliac backed out when the product was used to perform the procedure. The operation, which was fusion for extending at l1-iliac, was also performed as it had been planned. Fibula graft was performed at l5-s1. Patient's complications after the revision surgery are unknown.